Manufacturer narrative:
(B)(4). H6: proposed annex g code, mechanical (g04), drill. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the glenoid central reamer fractured during a procedure. The piece broke off into the patient, but was successfully retrieved. The correct surgical technique was used and the case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; d4; g1; g3; g4; g6; h1; h2; h4; h8 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the glenoid central reamer fractured during a procedure. The piece broke off into the patient, but was successfully retrieved. The correct surgical technique was used and the case was completed with an alternate product without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.